Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump boluses were not delivering insulin properly. There were no alerts or alarms associated with bolus delivery. Customer's blood glucose was approximately 359-400 mg/dl. Customer reverted to using another pump for insulin therapy. Upon follow up, customer reported that insulin therapy was resumed on the replacement pump and the bolus delivery issue had been resolved.